Event description:
It was reported that the patient presented with chest pain and a pericardial effusion was noted at the right ventricular (rv) lead tip site and that the rv lead was repositioned on two previous occasions post the original implant date and the physician noted it was in the best interest of the patient remove the rv lead. It was reported that the right atrium (ra) lead had blood in the lumen, and a breech in the insulation was noted distal to the suture sleeve. The rv and ra leads were removed and replaced with new leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The proximal conductor was distorted, stretched and there was blood/body fluid (not obstructed.) The outer insulation had cosmetic cut and breached cut. There was blood in/on the helix/lobe mechanism and the lead had damage at implant. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed.) The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and the lead had apparent explant damage.